Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: per visual inspection; the downstream occlusion (dso) seal has a bubble. The customer's reported issue could not be duplicated. The pump works without any problems. The cause was attributed to user related issue. The dso seal was replaced and the device returned to the customer after accuracy tests are confirmed to be within specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump went off again immediately after starting even during therapy. Patient involvement was unknown.